Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
A revision to remove the tip was necessary two days later. All parts of the tip were removed.

Event description:
A revision surgery was performed to remove the broken fragments left in the patient two days ago. All parts of the tip were removed.

Manufacturer narrative:
The reported 4.5 endoscopic cannulated drill, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the drill broke during use, causing metal debris to enter the patient. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive forces applied to the drill can result in failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.